Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3214758 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and there are other complaints on batch 3214758 for contamination. Retention samples from batch 3214758 (100 tubes) were available for inspection. There were no precipitates observed in the retention samples. For further investigation, ten retention tubes were placed into incubation. Five tubes were placed into the 20 to 25 degrees celsius incubator and five tubes were placed into the 33 to 37 degrees celsius incubator. At five days incubation, there were no traces of precipitates in the 10 incubated retention tubes. There were no photos nor returns received to assist with the investigation of this complaint. This complaint cannot be confirmed for precipitates. No trend was identified. Bd will continue to trend complaints for precipitates.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, a white powdery precipitate was observed at the bottom of an unopened tube. Subsequent testing indicated that the white powdery precipitate was biological contamination. The number of contaminated tubes was not known. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, a white powdery precipitate was observed at the bottom of an unopened tube. Subsequent testing indicated that the white powdery precipitate was biological contamination. The number of contaminated tubes was not known. There was no health impact or consequences reported.